Event description:
Select all that apply: noise, please specify patient had alert for rv bipolar lead warning (171 ohms). Today impedance 418 ohms. Sic counter 1563 since (B)(6) 2022. No ventricular high rate events recorded. Noise reproduced both unipolar and bipolar wilh isometrics. Clinical actions for device: diagnostic testing/troubleshooting perfonned reprogrammed. Patient will be scheduled for new rv lead (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).